Event description:
The customer reported a ventilator experienced a proximal pressure sensor autozero failure during device set up. The customer reported the device issue was found during device set up. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed and duplicated the reported issue. The rse advised the customer to check the data acquisition (da) printed circuit board assembly (pcba) for pin alignment and cable seating. The customer was also advised to replace solenoids 3 and 4. The customer stated that when da pcba was removed there was a pressure release and no o2 connected at the time. The da was then reinstalled and ran on the unit for three days with no errors. No parts were replaced, testing passed, and unit returned to service, the issue resolved. No other anomalies were reported. Based on the information provided and service performed, the customer¿s alleged malfunction was confirmed.